Event description:
Device 1 of 2. Reference MFR report: #1627487-2014-15033. It was reported the patient's ipg was explanted and replaced on (B)(6) 2013 (reference MFR report: 1627487-2012-04770) and postoperative the patient experienced ineffective stimulation. Reprogramming was unable to resolve the issue. The sjm representative is to meet with the patient for additional programming at a later date as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.